Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. At an unknown time, the needle pulled-off from the suture. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.